Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5147036/5148280, model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient was having infection at the ipg site. Symptoms of fever pain redness and swelling were noted. The physician did not believe it was device related and the cause of infection was unknown. Nothing happened during the recent procedure that may have contributed infection. The patient was placed on intravenous vancomycin and oral doxycycline. The patient underwent an explant and was doing well postoperatively.